Manufacturer narrative:
Device evaluation: one device was returned for analysis. The device was received with damage. Visual inspection showed the case and plunger assembly cracked. Based on evidence and investigation, the complaint allegation was unable to be duplicated and determined. As a preventative, the speaker was replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a black up audible alarm and got stuck on self-test. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information: a review of the event history log (ehl) identified primary audible alarm post and there was no backup audible alarm post error was found in ehl. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue.